Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level 53 mg/dl. Customer did not troubleshoot their low blood glucose reading. Customer also had low blood glucose reading 58 mg/dl. Customer current blood glucose reading was 64 mg/dl. Customer was treated with tablets. The product will not be returning for analysis.